Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/20/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: - what is the lot number? Unknown. - what measures were taken to retrieve the broken piece? Visually searched and found in the patient's tissue? - were x-rays taken to locate the needle piece(s)? No. - was there any additional tissue damage as a result of searching for the needle piece? No. - was there any adverse consequence associated with the patient? No. What was the size of the needle used? 3-0. Was more than half the needle retained in the patient? No. Where is the needle retained; in what structure? Are there plans to remove the retained needle piece? Already removed.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the size of the needle used?  Was more than half the needle retained in the patient?    Where is the needle retained; in what structure? Are there plans to remove the retained needle piece? What is the lot number? What measures were taken to retrieve the broken piece? Were x-rays taken to locate the needle piece(s)? Was there any additional tissue damage as a result of searching for the needle piece? Was there any adverse consequence associated with the patient? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name: irgacare®. Active ingredient(s): triclosan. Dosage form: suture/solid/parenteral. Strength: 275 g/m.

Event description:
It was reported that a patient underwent a laparoscopy/stomach biopsy procedure on (B)(6) 2021 and suture was used. During the procedure, the needle broke suddenly when the incision was sutured and carefully looked for the broken needle in tissue remnants. Another like device was used one to complete the surgery. There were no patient consequences reported. Additional information was requested.